Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had triggered a threshold suspend alarm. The customer¿s blood glucose value was between 120-150 mg/dl. Insulin delivery was suspended due to the sensor values. Sensor value that triggered the suspend event was 50 mg/dl. The customer was assisted with troubleshooting. The sensor will not be returned for analysis.